Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarms before and after a battery change. Customer's blood glucose was 90 mg/dl at the time of incident. Troubleshooting found that the customer has another pump that is able to be used and customer will use this pump as a back up plan. The customer was also advised that the device would be replaced and agreed to return the product for analysis.